Event description:
It was reported that the user was unable to enter the pairing code for a new dexcom g7 sensor, consistent with an incorrect pairing code entry or an attempt to pair the wrong sensor type, which resulted in the cgm not being paired with the ilet. Symptoms included no cgm data availability. Outcomes included interruption of continuous glucose monitoring. Investigation included troubleshooting and user education on correct sensor selection and pairing workflow. Investigation of this case revealed a use-related pairing error leading to a failure to establish cgm communication. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.